Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as high blood glucose. The customer¿s low blood glucose level was in the range of 30 mg/dl to 40 mg/dl. The customer treated low blood glucose by carbohydrate intake. The customer¿s high blood glucose level was 400 mg/dl. The customer treated high blood glucose by insulin pump and exercise. The customer got blood glucose required alert and calibration required alert. The insulin pump will not be returned for analysis.